Manufacturer narrative:
Concomitant medical products: 4592-45 lead, implanted: (B)(6) 2000.

Event description:
It was reported that the patient experienced dizziness and lightheadedness. It was noted that there was intermittent oversensing/noise on the stored episodes of the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.